Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the air/water nozzle of the gastrointestinal videoscope had foreign material. There was no report on the subject device being used in procedure after the suggested event was reviewed. A root cause could not be identified. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the air/water nozzle of the gastrointestinal videoscope had foreign material. There were no reports of patient involvement.